Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical engineer at a user facility pulled a 2008k2 hemodialysis (hd) machine from service for a low conductivity alarm prior to the unit being used for a hemodialysis treatment. The biomed indicated that a burning smell emanated from the machine after powering the unit on for diagnostic testing. Additionally, the biomed noted the presence of light smoke after unplugging and opening the unit to perform a visual examination. The biomed traced the smell to a charred component on the actuator board. No fire, flames, or sparks were observed during the event. The biomed replaced the actuator board to resolve the issue. Functional testing performed by the biomed confirmed the unit was operating properly. The unit has been returned to service at the user facility without a recurrence of the reported issue. The complaint device is not available to be returned for evaluation by the manufacturer as it was discarded by the user facility.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information was provided by the biomedical technician at the user facility who revealed that the reported issue was resolved by replacing the actuator board. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.